Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft detachment was confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database indicated there had been no other detachment of device component or failure to advance incidents reported for this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 95% stenosed, heavily calcified lesion in the heavily tortuous mid circumflex (cx) artery. Pre-dilatation was performed with a 2.25x10mm non-abbott balloon dilatation catheter (bdc). The 2.75x15mm xience v stent delivery system (sds) failed to cross the lesion reportedly due to interactions with the patient's anatomy and the proximal shaft separated. As the separated portion of the shaft was outside the patient's anatomy, the sds was removed without reported issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A 2.75x15mm xience v was used to successfully complete the procedure. There was no additional information provided.